Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an increase in pacing impedances from 550 to 1300 ohms. The lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.